Event description:
It was reported to st jude medical that the pt had received a large number of inappropriate shocks and that the device was also at end of life prematurely. The decision was made to explant the device. St jude medical received info that the device had been explanted in 1999. However, the details of the event were not confirmed until 2000.